Event description:
It was reported that a minimum fill notification occurred when caller attempted to reload cartridge with less than recommended amount of insulin. There was no adverse impact to the customer¿s blood glucose level. Caller was educated on using at least 80 units when reloading, then loaded new cartridge with insulin, completed load process, and successfully resumed insulin, and issue was resolved.